Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. The cause of the revision surgery is mechanical loosening as stated in the event. The cause of the loosening is unknown without the device for evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported patient had bilateral arthrex ibalance knee replacements on (B)(6) 2012 and requires both to be replaced because of mechanical loosening. Original surgeon is not doing the revisions. Revisions are being performed at a different facility than original procedure facility. After surgery patient continued to have swelling and pain. Surgeon injected patient knees with corticosteroids twice several months after the surgery. Pain and swelling continued and patient's knees continued to get worse to the point of having difficulty walking up and down stairs, and swelling at the end of the work day. (B)(6) 2015 patient went back to see surgeon. X-rays were taken and it was determined that both implants were loose. Surgeon did several tests to determine that the implants were not infected. Patient went to a joint specialist for a second opinion. Specialist determined that the implants were loose due to mechanical loosening patient had the first one replaced on (B)(6) 2015 ((B)(4)) and had the revision on the other knee on (B)(6) 2015. New implants were non-arthrex parts with a longer stem. Follow-up investigation: procedure on (B)(6) 2015 was the left knee. Part and lot number have been obtained. Facility does not know the disposition of the explanted devices.